Event description:
During treatment of a dissection of the petrocervical junction of the left interior carotid artery, a physician attempted to deploy a 37mm enterprise stent (enf453700/10388773) through a prowler plus select microcatheter (606s255x/ 17076984). Upon introduction of the stent into the microcatheter, the stent immediately became stuck in the proximal aspect of the microcatheter. The stent was not able to be removed from the microcatheter, so both the microcatheter and stent were removed from the guide catheter and saved for return. The patient did not suffer any injury or require intervention due to the event, but it was reported that there was a clinically significant delay (length of delay unknown) in the procedure. No damages were noted on the stent or the microcatheter, and it was reported that a continuous flush had been maintained through the microcatheter. No additional information could be obtained.

Manufacturer narrative:
Complaint conclusion: during treatment of a dissection of the petrocervical junction of the left interior carotid artery, a physician attempted to deploy a 37mm enterprise stent (enf453700/10388773) through a prowler plus select microcatheter (606s255x/ 17076984). Upon introduction of the stent into the microcatheter, the stent immediately became stuck in the proximal aspect of the microcatheter. The stent was not able to be removed from the microcatheter, so both the microcatheter and stent were removed from the guide catheter and saved for return. The patient did not suffer any injury or require intervention due to the event, but it was reported that there was a clinically significant delay (length of delay unknown) in the procedure. No damages were noted on the stent or the microcatheter, and it was reported that a continuous flush had been maintained through the microcatheter. No additional information could be obtained. The device was returned for analysis. A non-sterile prowler select plus was received coiled inside a plastic bag. The device was inspected, and an enterprise stent was found deployed in the hub. Residues of dry blood could be observed in the hub and on the device. The microcatheter was inspected under microscope, and residues of dry blood could be observed on the device. The ID from the microcatheter were measured, and were found within specification. An attempt to flush the received microcatheter using a lab sample syringe was unsuccessful since water could not pass through the device. A .018¿ guidewire ¿ lab sample was introduced into the received microcatheter, and it advanced until it was stuck at 19cm from the proximal end of hub. The guidewire was removed, and residues of dry blood could be observed on it. The microcatheter was cut at 20.5cm from the proximal end of hub, and the lab sample guidewire was inserted again. Resistance friction was felt, and additional force was applied on the device and residues of dry blood were expulsed from the cut section. The review of lot 17076984 revealed no anomalies during the manufacturing and inspection processes that could be associated with the reported complaint. The events reported as inability of the enterprise to pass through the prowler microcatheter were confirmed. The cause of the obstructed condition appears to be related to dry blood found inside of the device. The IFU instructs to maintain a flush through the infusion catheter. Not maintaining the flush will allow blood to enter the microcatheter. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, and procedural factors appear to have contributed to this failure. Additionally, inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs being submitted for this complaint with associated report numbers of 1058196-2015-00050 and 1058196-2015-00049.

Manufacturer narrative:
Information regarding patient age, gender, weight, and concomitant medications was not available. The device was returned for analysis; however, the analysis has not yet been completed. This is 1 of 2 mdrs being submitted for this complaint with associated report numbers of 1058196-2015-00050 and 1058196-2015-00049. Additional information will be submitted within 30 days of receipt.